Event description:
It was reported to boston scientific corporation that a captivator micro-hex snare was used during an endoscopic mucosal resection procedure on (B)(6), 2009 (patient reported to be (B)(6); gender and weight unknown). According to the complainant, during the procedure, the captivator micro-hex snare failed to cauterize the tissue. The physician was able to use another captivator micro-hex snare with the same generator and active cord to successfully complete the procedure. The complainant noted that the device was initially able to transmit cautery before failing. No other damage was noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a captivator micro-hex snare was used during an endoscopic mucosal resection procedure on (B)(6) 2009 ((B)(6); gender and weight unknown). According to the complainant, during the procedure, the captivator micro-hex snare failed to cauterize the tissue. The physician was able to use another captivator micro-hex snare with the same generator and active cord to successfully complete the procedure. The complainant noted that the device was initially able to transmit cautery before failing. No other damage was noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The returned device extended and contracted without issue. A resistance test was performed, and the snare was within specification, measuring at 10.5 ohms. The condition of the returned device was not consistent with the complaint that the snare could not cauterize the tissue; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.

Manufacturer narrative:
(B)(6). (B)(4) no consequences or impact to patient, failure to deliver energy. (B)(4). (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.